Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"Apex holder knob could not be pulled: the relaypro was planned to be implanted from zone 4 to just above the ca to treat a descending aortic aneurysm. After implanting a device peripherally, the relaypro was attempted to be implanted as the second device centrally. When the apex holder knob (marked "3") was pulled to release the stent graft, the knob could not be pulled at all. There have been several cases in the past that the apex holder knob could not be pulled, but in those cases, the knob moved but could not be fully pulled, but this time, the knob was tight and would not move. The tc representative discussed this problem with the physician and tried various measures to improve the problem, but no improvement was made. Therefore, it was decided to break the knob and pull the green tube directly. When the knob was partially broken, the knob became able to be pulled. The knob was then pulled, and the stent graft was successfully implanted. Physician's comment: as the stent graft was finally able to be deployed, it wasn't a serious problem, but it is concerning why this event occurred. The actual device was discarded, but we would like to know about the occurrence of similar events and their cause if any. Operation type: tevar. Blood loss: none . Image available: attached (two images of the broken knob). No pre-case plan available due to hospital policy. No additional information available due to hospital policy. Delivery system was discarded by user. (Tc#(B)(4))". Patient outcome: "no health damage to the patient.".

Event description:
"Apex holder knob could not be pulled: the relaypro was planned to be implanted from zone 4 to just above the ca to treat a descending aortic aneurysm. After implanting a device peripherally, the relaypro was attempted to be implanted as the second device centrally. When the apex holder knob (marked "3") was pulled to release the stent graft, the knob could not be pulled at all. There have been several cases in the past that the apex holder knob could not be pulled, but in those cases, the knob moved but could not be fully pulled, but this time, the knob was tight and would not move. The tc representative discussed this problem with the physician and tried various measures to improve the problem, but no improvement was made. Therefore, it was decided to break the knob and pull the green tube directly. When the knob was partially broken, the knob became able to be pulled. The knob was then pulled, and the stent graft was successfully implanted. Physician's comment: as the stent graft was finally able to be deployed, it wasn't a serious problem, but it is concerning why this event occurred. The actual device was discarded, but we would like to know about the occurrence of similar events and their cause if any. Operation type: tevar. Blood loss: none. Image available: submitted (two images of the broken knob). No pre-case plan available due to hospital policy. No additional information available due to hospital policy. Delivery system was discarded by user. (Tc#(B)(4))." Patient outcome: "no health damage to the patient."

Manufacturer narrative:
Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.